Event description:
Subsequent to the initial medwatch report being filed, additional information was received which indicated that this is a duplicate event. The duplicate event was filed under manufacturer report#: 2024168-2015-03064.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The full device analysis has been captured under manufacturer report #2024168-2015-03064.

Event description:
It was reported that the protective sheath on end of dilation balloon would not slide off. Once the protective sheath was finally removed, the balloon would not insert onto the guide wire. The balloon not used on patient and never entered body. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).